Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the pump black box data revealed no evidence of a power issue or activity outside of normal use. During a visual inspection of the pump, no damage was observed to the battery compartment, and the battery cap secured properly to the pump. The pump was exercised for 24 hours with no duplicated power issues. The pump case was removed and no damage was found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported the pump lost power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.